Event description:
I have been using dexcom continuous glucose monitoring device (different product versions 63, g4, g5, g6) for the last 15 years. I have been using the latest product g6 since (B)(6) 2019. The g6 product sensors and transmitters have a failure rate of over 50%: wrong readings (off by 100-200), new sensors/transmitters stop working after 1-2 hours. In the last 6 months, dexcom g6 product has proven to be very defective which has incorrectly reportedly blood sugar, other too high or too low or the new sensors/transmitters just stopped working few hours after inserting. Most of the defective sensors had the same lot numbers. When I reported this to dexcom, they advised me not to pay too much attention to lot number - just insert another sensor from the same lot which always failed immediately. For example, today on (B)(6) 2019, on dexcom's technical support direction, I had to insert 4 new sensors sequentially after the previous one had failed. All the sensors had same lot number of 5258573. Yesterday a new transmitter 814md1 failed to come up. Again, dexcom technical support directed me to use another spare. I have experienced low blood sugar of 32 while the cgms g6 reading was 100 or high blood sugar of 350 while the cgms reading was 45. Most of these episodes required immediate medical help. The quality control of g6 product is extremely poor. Incorrect blood sugar reading from defective sensors (4 sensors in the last 24 hours) causing sugar to fall below 30.